Event description:
The customer reported to beckman coulter (bec) a leak inside the coulter hmx hematology analyzer with autoloader. The instrument was failing latron control when the leak was noticed. The volume of the leak was about 5 ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves, eyeglasses and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to open wounds or mucous membranes. Medical attention was not sought. No erroneous results were generated as a result of this event.there was no death, injury or change to patient treatment.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and discovered that the tubing through pinch valve (pv37) was cut. The tubing through pinch valve pv37 provides pressurized diluent from sheath tank to manifold (mf11). The fse replaced the tubing and the leak was fixed. The fse found that the failing latron was not related to the leak. The fse adjusted the scatter on the instrument and the latron control passed specifications. The cause of the leak was a hole in the tubing through pinch valve pv37. (B)(4).